Manufacturer narrative:
Calibration and quality control results were acceptable. Upon review of the alarm trace, no relevant alarm was observed on the date of the event but there were alarms related to sample quality ("sample volume insufficient" or "clot pipetted") observed for other days. The customer used a 92x15 mm primary tube which is not specified for use on the e411 analyzer. Per product labeling: "primary sample tubes: 13x75/100mm and 16x75/100mm" the investigation could not identify a product problem. The issue is consistent with incorrect pre-analytic sample handling as the tube size is not specified for use on the system.

Manufacturer narrative:
The serial number of the customer's cobas e 411 analyzer is (B)(6). The calibration and quality control results were acceptable. The field service engineer checked the analyzer. No problems with the system were identified. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys cortisol ii assay on a cobas e411 rack. The sample initially resulted in a cortisol ii value of 0.121 g/dl and repeated as 47.95 g/dl. No questionable result was reported outside of the laboratory.